Event description:
Customers have experienced false positive results while testing patient samples using a cf inplex asr card. The customer received het for s549r a>c or het / eq for y122x and y1092x c>a. The incorrect results were experienced in lane eight of the impacted cards. Hologic voluntarily recalled this product on 4/1/2016 with a report of corrections and removals.